Event description:
The treating doctor reported tooth #10 broke and required extraction. No additional information at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." Align's clinical review of available records indicate initial treatment plan 2022 was to conserve tooth #10 and create a crown after orthodontic treatment plan. For march 2023, patient chipped the mesio-lingual & a little bit of the facial angle of the porcelain crown on tooth #10, treating doctor was able to repair the tooth. October 2023, treating doctor shared that she was going to extract tooth #10 but she wasn't sure when. By january 2025, doctor mentioned that tooth #10 was broken and after clinical analysis it I shown that this tooth was extracted. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent impairment) and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.